Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.